Event description:
It was reported that when the asymptomatic patient presented in the operating room for a routine device change-out due to eri, externalized conductors were noted. The electrical function of the lead was tested and no anomalies were detected. The lead was explanted and replaced.

Manufacturer narrative:
A partial lead was returned for analysis. Externalized conductors due to internal insulation abrasion were noted at 11.1-13.6cm from the helix. The etfe coating was intact at the same location.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.